Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, prior to placing the lead in the body, it was noted that the helix failed to extend. The lead was replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix would not extend was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted with traces of blood. X-ray inspection found the inner coil over-torque at the connector region, consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event was isolated to over-torque of the inner coil and the helix being clogged with blood.